Manufacturer narrative:
Section d6a: date of implant was inadvertently added in the initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of rescue tape being applied to the system controller power cables was not confirmed. The system controller was not returned for evaluation and no photos were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Pc-67904 was shipped to the customer on 05dec2016. Heartmate ii patient handbook, rev. C, section 6 "caring for the equipment" and heartmate ii instructions for use (IFU), rev. C, section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller power cables. Heartmate ii patient handbook, rev. C, section 10 and heartmate ii instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the flexible area at the connector on the patient's system controller white power lead had rescue tape replacement on (B)(6) 2021 and that the black power lead flexible area had intact rescue tape. It was unknown when the tape was placed on the black power lead connector.